Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that the patient's lead was non-responsive after the fall. The cause of the issue was not determined by the hcp who also has not completed follow-up with the patient yet. Patient status is unknown at the time of this report. There were no further complication reported or anticipate.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-41, lot# va1nccp, implanted: (B)(6) 2018, product type: lead. Product ID: 3889-41, serial/lot #: (B)(4), ubd: 17-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a fall and their lead was explanted the day of the call. The patient's ins remained implanted and a new lead was placed. The lead showed no sign of damage, but the healthcare provider (hcp) requested that the lead be analyzed. No patient symptoms were reported and the fall was not alleged to have been caused by the device or therapy. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-41, lot# va1nccp, implanted: (B)(6) 2018, product type: lead. Analysis information -- 2018-08-23 10:16:28 cst pli# 20 product ID# 3889-41 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified that the {x} conductor(s) were stretched in the body of the lead; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they got their stimulator for bladder, but they also had a painful, inflammatory pain condition related to their damaged pudendal nerve on their right side which they had prior to getting the implant (no allegation related to device/therapy). At implant, the lead was placed in their left pudendal nerve because of their damaged right nerve, and after implant, they experienced no pain, and no bladder or bowel problems. However, twenty days after implant, they had an accident and the lead broke. The patient said the doctor had to move the wire to the right pudendal nerve. They noted in the last four years, their left side pudendal nerve had healed (no allegation related to device/therapy).

Manufacturer narrative:
Continuation of d10: product ID 3889-41 lot# vain ccp, implanted: (B)(6) 2018, product type lead b3: event date updated. Date is estimated; month and year are valid. H6: coding updated to align with current processes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Updated patient weight.

Manufacturer narrative:
Continuation of d11: product ID 3889-41, lot# va1nccp, implanted: (B)(6) 2018, product type lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported they thought their having a lead revision the prior week was that it might have been because the lead broke, but they were not sure. There were no further complications reported/anticipated.